Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 3.5 years post index procedure a CT was performed revealing a a type ia endoleak. The physician elected to perform surgery to solve the endoleak. After angiogram it was determined that there was 7cm from the graft bifurcation to the sma and the type ia endoleak. As the patient was on dialysis, the physician was able to cover both renal arteries with a 36x36x70 aortic cuff which was placed inside the previous implanted bifurcate at the level of the sma. The cuff was then ballooned using a reliant balloon; however, after angiogram the endoleak was still visible. The physician decided then to place endoanchors inside the cuff but after placing 3 endoanchors the heli-fx applier froze and wouldn't work. A new heli-fx applier was opened and a further 16 endoanchors were placed. After this the endoleak was resolved and the case was completed. As per the physician, the cause of the event was anatomy related due to a large reverse cone neck. No additional clinical sequelae were reported and the patient is fine.